Event description:
The customer reported approximately one half milliliter of diluent dripped from the probe and onto the counter in open vial mode involving the coulter hmx hematology analyzer with autoloader. The customer noted the issue occurred after preventative maintenance was completed. The customer was analyzing patient samples at the time of the fluid leak and stated patient results were affected in open vial mode only. Low hemoglobin, mean cell hemoglobin (mch), and mean corpuscular hemoglobin concentration (mchc) results were obtained. No erroneous results were released from the laboratory. There was no patient impact associated with this event. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Quality control was within the acceptable range in closed vial mode. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the rinse block to the manual probe leaking fluid and residual fluid on the outside of the probe after cleaning. The fse performed rinse block alignment procedure to ensure all waste from the probe rinsed directly to the waste port in the rinse block. In addition, the fse observed the waste lines were crimped closed in the rear diluter and replaced the waste lines. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.